Event description:
Bleeding tongue [tongue haemorrhage] bleeding cheek - mouth [mouth haemorrhage] cut cheek - mouth [mouth injury] cut gums [gingival injury] cut tongue [tongue injury] toothbrush the head broke off inside mouth - oral-b [device breakage]. Case narrative: a parent via e-mail stated that when their daughter used the oral-b io series 9 electric toothbrush, the oral-b io toothbrush head broke off inside her mouth. When this happened, she cut her gum, tongue, and cheek. No serious injury was reported. 04-apr-2024 follow up via digital safety assessment survey: the patient was a 8 year old female. Her cheek and tongue were bleeding. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.